Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. A product sample was received for evaluation. Visual and functional testing were performed. Excess of solvent was observed in the assembly of the inflation line to tube. The sample was tested for occlusion by manually inflating with a syringe. The sample presented resistance to inflate and deflate the cuff; the sample presents a partial occlusion in the assembly of the inflation line to tube. The root cause of the reported issue was found to be related to a bonding issue. Actions were taken to mitigate the reported issue: in order to reinforce the fit inflation line operation and the visual inspection for excess of solvent, production personnel were re-trained to procedure by the quality engineer.

Event description:
It was reported that the cuff was not able to inflate and deflate. No patient injury was reported.